Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument was not coagulating the tissue properly and could not remove it from the arm and had to force it out. The doctor could not take control of it while attached to the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the first time the problem with the instrument was that the force bipolar was not coagulating properly. It was not stopping the bleeding and tissue was sticking to the instrument and pulling off the cauterized area. This was noted a couple times. Customer cleaned it during the case really well but by the time they were done cleaning it, the surgeon was already using a different instrument. Customer put an ¿x¿ with a marker on the instrument to make note of which instrument it was. They do not know if the instrument was used after that in between the next incident. The next issue on the same force bipolar was that the instrument got stuck onto the arm. It would not release from the instrument housing. The surgeon would take over the instrument but was unable to move the jaws, open the jaws, advance the instrument, and we were not able to remove the instrument at the bedside until they forcefully removed it. It was not attached/clamped to any tissue at that time but there was some stuck tissue on the instrument itself. The surgeon did pry and use other robotic instruments to remove the small amount of tissue that was in the instrument itself but that did not help. They had issues with it not coagulating properly and even had to replace the cautery pad two times and switched the cautery cord also. Customer was not sure if that has any issue with this or if there was some sort of bad connection. The instrument was used 30 minutes to an hour during the case. The surgeon was grasping uterine tissue when the issue occurred. The surgeon tried to grab the tissue out of it with another instrument but was not very successful. The tissue was removed. There was no bleeding and no injury to the patient. The patient was discharged with no problems.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition, energy delivery and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with removing the arm during inspection. No grip misalignment or physical damage detected. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.